Event description:
A (B)(6) male patient contacted zoll to report that the charger/modem would not power on. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem does not power on) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor component q1 and a defective 8-bit cmos flash micro-controller component u13. The root cause of the damaged q1 transistor and the defective u13 component cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.